Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Evaluation revealed the tones were due to an elective replacement indicator (eri). The patient had concerns that the device reached eri earlier than expected.